Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had an episode of low blood glucose because an over infusion of insulin. It was stated that the paramedics were called and the customer was treated for hypoglycemia at home. The blood glucose was 1.9mmol/l at time of their arrival. It was stated that the customer's insulin pump had a square wave bolus programmed, but the customer does not recognize programming. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.